Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during use of the portex endobronchial tube, air leaked from the bronchial cuff. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One portex endobronchial tube was returned for analysis in used condition. No discrepancies were found upon visual examination. A syringe was used to inflate the cuff while submerged under water observing leakage coming from a small tear in the cuff. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed including training records and line clearance records with no discrepancies. Leak tests under water of thirty two (32) units were audited finding no deflated cuffs or leaks. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.